Manufacturer narrative:
Results: visual inspection of the returned product found one haptic torn off and missing. There was evidence of clear surgical residue and reddish residue. Conclusions: based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.

Event description:
The reporter stated the surgeon attempted to insert an aq2003v silicone three-piece lens, but the lens tore. The reporter stated there was pt contact, but no injury.